Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 6:30 pm, the patient used a blood glucose meter (bgm) to check his bg prior to insulin administration, which showed a value of 179 mg/dl. The patient typically administers insulin manually after meals. He could not recall the cgm reading at that time. Approximately one hour later, the cgm began displaying rising glucose values, prompting the tandem pump to deliver insulin three times, totaling 12 units. No manual bg comparison was performed during this period. The patient began feeling weak and went to bed around 10:00 pm, without checking either bgm or cgm values. At approximately 11:00 pm, the patient¿s wife found him unresponsive and called 911. The patient remained unconscious when paramedics arrived. It is unknown whether any medication was administered or bg readings were taken prior to transport. Upon arrival at the emergency room (ER), the patient regained consciousness and was informed that his bg level was 43 mg/dl. The cgm value at that time was not checked. The patient does not recall any specific treatment or procedures performed while in the ER. Before discharge at 2:45 am on (B)(6) 2025, a fingerstick (fs) test was performed, but the exact value was not disclosed to the patient, only that it was ¿ok.¿ the patient did not check his cgm readings during this time. At the time of the follow-up call, the patient was still wearing the cgm device, which was displaying a value of 179 mg/dl, while the bgm showed 138 mg/dl. The patient reported feeling fine upon leaving the emergency room. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.